Event description:
A pt reported blood glucose results of "283 mg/dl and 215 mg/dl" with a lifescan meter, performed within 10 minutes of each other. No control solution test was available to run quality control. No injury was reported. New product was sent to the pt.